Manufacturer narrative:
The autopulse platform reported in the complaint will not be returned to zoll for investigation at this time, as the customer is currently working with the zoll sales team to purchase new nxt devices. If the device is eventually returned and an investigation is conducted, a follow-up report will be submitted accordingly.

Event description:
The autopulse platform (sn (B)(6)) kept displaying user advisory 07 (discrepancy between load 1 and load 2 too large). The customer attempted to clear the ua by replacing the lifeband, but the ua continued. It is unknown when the problem occurred. Patient use information was requested, but no additional details were provided.